Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A patient had an unrelated stomach procedure where the device was not placed into surgery mode was reported to abbott. It was determined the ipg could not communicate with external devices. The rep met with the patient and after troubleshooting, the issue was resolved, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated stomach procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. In turn, patient met with an abbott representative and after troubleshooting, the issue was resolved, and therapy was restored.